Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr confirmed the reported issue and identifying it to a defective turbine. The fsr replaced the turbine to resolve the customer's reported issue and ran the user verification tests. The device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" alarm during patient use. The customer reported that the patient was manually ventilated while they troubleshot the ventilator. The customer placed the patient onto a different ventilator with no patient harm or injury.